Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance using a watchman fxd curve access system (was). Heparin was administered with partial dosing prior to transseptal puncture (tsp) and the remainder after, with an activated clotting time (act) greater than 400 seconds. During the second deployment of a 27mm watchman flx pro closure device (wds), a long, string-like thrombus was observed originating from the tip of the was. The physician aspirated the was, recaptured the wds, and removed all components from the patient. The was flushed and reinserted. A 24mm wds was inserted, deployed, but did not meet release criteria so it was removed. A new 27mm wds was inserted and met release criteria and was released and implanted. No thrombus was identified following these actions, and no neurological deficits were observed. The patient recovered from the procedure without signs of stroke and was admitted overnight for monitoring. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance using a watchman fxd curve access system (was). Heparin was administered with partial dosing prior to transseptal puncture (tsp) and the remainder after, with an activated clotting time (act) greater than 400 seconds. During the second deployment of a 27mm watchman flx pro closure device (wds), a long, string-like thrombus was observed originating from the tip of the was. The physician aspirated the was, recaptured the wds, and removed all components from the patient. The was flushed and reinserted. A 24mm wds was inserted, deployed, but did not meet release criteria so it was removed. A new 27mm wds was inserted and met release criteria and was released and implanted. No thrombus was identified following these actions, and no neurological deficits were observed. The patient recovered from the procedure without signs of stroke and was admitted overnight for monitoring. The patient is expected to fully recover. It was further reported the patient was discharged the same day as the index procedure.